Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from april 30, 2019 - may 01, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow prior to patient use. There was no patient involvement. No additional information is available.